Event description:
The manufacturer received information alleging a trilogy evo "ventilator service required" alarm condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customer compliant was not reproduced. Error codes were found in the ventilator's downloaded error log (pressure sensor mismatch). Contamination and damage (cosmetic) were noted on multiple components of the device. The device passed all test. The system pca was sent to the philips investigation lab (pil) for further evaluation and the pil was unable to confirm a failure of the system pca. The technician confirmed that the system pca operates as designed. The system pca was scrapped.